Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual and microscopic inspection revealed the imaging window was twisted and detached near the lap joint section. A broken drive shaft and imaging core windup began 26 cm from the distal end of the connector shaft. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on 19-oct-2023. It was reported that difficulty to advance occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion but could not advance to the lesion due to the vessel being tortuous and tight. The physician tried to pullback from the lesion many times and it was noticed that the catheter was kinked. The procedure was completed with another of the same device and the patient was stable. However, device analysis revealed the imaging window was twisted and detached.